Event description:
Customer reported that the face of the insulin pump was cracked and deeply scratched. Customer stated that this damage had been there for six to eight months. Customer stated that this damage may have occurred while he was working. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot. No crack at the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.